Event description:
At 3:00 am on (B)(6) 2018, when the facility staff was making its rounds, the pt was discovered in a kneeling position on the left side of her bed. Her knees were on the floor, and her head was resting on the mattress, with the left side of her head resting on the side rail. The pt's call light was in its proper position, and her bed linens were not disturbed. She was immediately lifted from her position, and it was apparent that she had died. An investigation was conducted, and it was determined that the pt somehow slipped out of bed or fell into a kneeling position as described. Her cause of death, however, was uncertain. On (B)(6) 2018, we received the ada county coroner's limited autopsy report. According to this report, the pt's death was accidental and due to "probable mechanical asphyxiation secondary to entrapment by bedrail and mattress after falling from bed." Based on the coroner's report, we are submitting this report in accordance with the safe medical devices act. Based on our investigation, the side rails on the pt's bed were properly installed and in proper working order. The pt's physician ordered the use of the quarter side rails, and the pt's family consented to their use.